Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Canada reported that the insertion handle for trochanteric fixation nail is bent or damaged and does not allow the aiming arm to align with the hole in the nail. There were no fragments generated, and there are no missing pieces. The surgery was completed using the device, with no reported patient harm. Concomitant device reported: unknown tfn aiming arm (part # unknown, lot # unknown, quantity 1). This report is for one (1) insertion handle f/trochanteric fixation nails. This is report 1 of 1 for complaint (B)(4).